Manufacturer narrative:
It was reported that during patient treatment, the ventilator stopped delivering. Our field service engineer investigated the ventilator on site. Inspection of the internal logs noted peep alarm, minute volume low and apnea alarm, but no related alarms such as ventilator failure. The pre-use check performed was normal, and there was no abnormal situation with the test lung for one hour. According to provided information, the ventilator is in use and there is no further malfunction. No further issues has been reported regarding the reported failure. The ventilator logs were not provided. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator stopped delivering. There was no patient harm. Manufacturer ref.#: (B)(4).